Manufacturer narrative:
Summary of event: an unspecified 8-french flexor sheath was returned to cook with the hub separated. Additional information was received 13dec2024. As reported, during a procedure involving a left iliac side branch via contralateral access in the right femoral artery, a flexor high-flex ansel guiding sheath separated at the hub. The access site was not scarred, the anatomy was not calcified, tortuous, or stenosed, and the bifurcation angle was not steep, acute, or calcified. Resistance was not encountered upon insertion or removal of the sheath, or during insertion or removal of any other device through the sheath. The user noticed the hub separation during the procedure, when blood leaked from the device. The hub was not used to pull the sheath from the patient, and it is unknown if the dilator was reinserted prior to removal. The procedure was successfully completed with a new sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was detached from the sheath. No sheath material remained in the hub. Compression was noted to the proximal end of the shaft, just under the flare, which was oblong and damaged. The shaft was kinked approximately 3.5-centimeters from the flared end. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿avoid applying traction to hub during removal. If resistance is anticipated or encountered, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing of the device, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: customer name and address = phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 13dec2024. As reported, during a procedure involving a left iliac side branch via contralateral access in the right femoral artery, a flexor high-flex ansel guiding sheath separated at the hub. The access site was not scarred, the anatomy was not calcified, tortuous, or stenosed, and the bifurcation angle was not steep, acute, or calcified. Resistance was not encountered upon insertion or removal of the sheath, or during insertion or removal of any other device through the sheath. The user noticed the hub separation during the procedure, when blood leaked from the device. The hub was not used to pull the sheath from the patient, and it is unknown if the dilator was reinserted prior to removal. The procedure was successfully completed with a new sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
G4: PMA/510(k) number = k142829, k142819, or k153430 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
An unspecified 8-french flexor sheath was returned to cook with the hub separated. At this time, there is no patient or procedural information regarding the device. Additional information has been requested.